Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and complications with device. The patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events approximately four years post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, and congestive heart failure. The patient claims blood clots have formed since the placement of the filter and reports pain often in the placement area. The following additional information received per the medical records state that patient has a history of cardiac dysrhythmia, shortness of breath, severe fatigue, weakness, heart murmer, hypertension, diabetes, endometriosis, and bilateral pte. During the implant procedure, the right internal jugular vein was accessed and a .025 j wire was placed through the needle. A sheath was then inserted and pleased at the l3 vertebral body. The filter was deployed at the l3 level. Good placement was confirmed. The patient tolerated the procedure well. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and an occlusion of the ivc do not represent a device malfunction. Placement of a vena cava filter is not a cure for these clots or possible occlusion caused by the clots, nor does it prevent the possible formation of new clots. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately four years post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, and congestive heart failure. The patient claims blood clots have formed since the placement of the filter and reports pain often in the placement area. The following additional information received per the medical records state that patient has a history of cardiac dysrhythmia, shortness of breath, severe fatigue, weakness, heart murmer, hypertension, diabetes, endometriosis, and bilateral pte. During the implant procedure, the right internal jugular vein was accessed and a .025 j wire was placed through the needle. A sheath was then inserted and pleased at the l3 vertebral body. The filter was deployed at the l3 level. Good placement was confirmed. The patient tolerated the procedure well.

Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and complications with device. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots and complications with device. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.